Event description:
Patient reported left side recall. Patient informed that feel pain and a burning sensation in breasts. Patient reported that the MRI results showed contracture and an excess of "something foreign". Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.